Event description:
The pump was flipped; confirmed with imaging. The outcome is unknown. No symptoms were reported. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).